Manufacturer narrative:
The initial MDR 2432235-2012-00393 was filed on november 20, 2012.(B)(4): additional information: the corrections and removal report (crr) was filed with the FDA on november 28, 2012. The crr number is 2432235-11/28/2012-007-c.

Manufacturer narrative:
The cause of the falsely elevated igf-1 results is unknown. An urgent field safety notice (ufsn), (B)(4) - "immulite / immulite 1000 / immulite 2000 / immulite 2000 xpi all immulite platforms for igf-I shift in patient medians and supply disruption" was sent to customers in (B)(4) 2012. Siemens is investigating this issue.

Event description:
Falsely elevated insulin-like growth factor (igf-1) results were obtained on patient samples on an immulite 2000 xpi instrument. It is unknown if these results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant igf-1 results.